Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient suffered a loss of therapeutic effect. The patient could not feel stimulation even when therapy is set at 10.5v. The patient had not been using the ins often in the last two years due to other treatment options being utilized. Impedances reading >4000 ohms on some bipolar pairs. Additional information has been requested and if received, a follow up report will be sent.